Event description:
The customer reported that the provue probe is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted.

Manufacturer narrative:
An ocd field engineer (fe) arrived on site and observed that the wash station and probe need to be replaced. Fe replaced the wash station and probe. Fe performed all adjustments. Repairs and adjustments have returned the instrument to expected operation.(B)(4)